Manufacturer narrative:
We received one (B)(4) thru-lumen embolectomy catheter without the packaging for examination. A visual examination of the catheter found the stylet to be protruding out of the catheter tip. Examination of the stylet wire where it is in contact with the catheter tip found what appeared to be adhesive. An attempt to pull the stylet wire out of the catheter tip was achieved by twisting the stylet wire while pulling. Examination of the stylet wire found what appeared to be adhesive residue. The catheter tip was also damaged and appeared to have been pinched. The stylet cap was not returned. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be sent when the investigation is complete along with the device history review.

Event description:
It was reported that the device was not able to be used due to a malfunction of the metal end hole plug. The white knob came off and the little metal tip was unable to removed out of the end of the catheter.